Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a new onset of tenderness and brown drainage after their driveline was tugged. The patient was started on cipro for seven days. The patient communicated worsening drainage on (B)(6) 2021 and was started on doxycycline. The patient was admitted (B)(6) 2021 with worsening driveline infection. The patient was positive for methicillin-sensitive staphylococcus aureus (mssa) but blood cultures were negative. Computed tomography (CT) scans were negative for deep tissue involvement. The patient was discharged (B)(6) 2021 with plans to receive cefadroxyl 500 mg twice daily until (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.